Event description:
It was reported that after t shock inductions during the implant procedure, a message appeared that no data was collected. The clock time had been reprogrammed after the detection was turned on so the induced events did not show as collected data. The data was able to be retrieved and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.